Event description:
The pump was returned to sigma under recall (B)(4). Upon initial evaluation in service, it was observed that the lower bearing had failed.

Manufacturer narrative:
(B)(4). This pump was returned to sigma under a recall ((B)(4)). As documented in sigma's recall letter to the customer, dated (B)(4) 2011, "the primary root cause for the expanded recall are bearing quality and bearing contamination leading to loss of grease." As part of sigma's investigation, the device history log was reviewed. The review indicated that the pump was last used on (B)(6) 2011, before being returned to sigma on (B)(6) 2011. There is no indication that the failure occurred during use, no complaints were reported by the customer, and the customer has not responded to sigma's inquiries. During the repair process for the recall it was discovered that a camshaft bearing had failed in this device. An investigation, performed by sigma engineering, confirmed that the ball retention method (cage) had failed allowing the balls to be released from the bearing. It is unclear as to whether the bearing grease degraded due to contamination and ultimately led to the failure of the cage or the cage failed and contaminated the grease. In either circumstance the failure is related to bearing quality and/or grease contamination, both noted as the cause of the expanded recall. See scanned page.